Event description:
Patient called to report right side deflation, replacement from textured to smooth due to the patient concern of the implant. Patient additionally reported swelling, redness, blurred vision, headache, fatigue, memory loss, and pain; these events are not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.